Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 411 mg/dl. The customer did experienced the symptoms such as 200 beats per min heart pain and chest pain. The patient current blood glucose level 210 mg/dl. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.